Manufacturer narrative:
The philips remote service engineer (rse) connected with the customer and confirmed that the issue with the display of the live and acquisition monitors. The rse analyzed the system remotely and found that the dvi converters are defective. To resolve the reported issue, the customer replaced the dvi converter. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that display of live and acquisition monitor was not functioning. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that dvi converters was failing. The dvi converters has been replaced that the system was returned to use in good working order. Philips has started an investigation of this complaint.